Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "with PICC insertion: second attempt left brachial vein catheter inserted without difficulty but flushed with resistance and was tight to reposition so removed." No other information was provided. Additional information received on 2/28/2023: catheter secured with securacath. A new PICC was placed. Patient diagnosis was determined between aplastic anemia vs. Leukemia vs. Viral process.

Event description:
It was reported by the customer that "with PICC insertion: second attempt left brachial vein catheter inserted without difficulty but flushed with resistance and was tight to reposition so removed." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "with PICC insertion: second attempt left brachial vein catheter inserted without difficulty but flushed with resistance and was tight to reposition so removed." No other information was provided. Additional information received on 2/28/2023: catheter secured with securacath. A new PICC was placed. Patient diagnosis was determining between aplastic anemia vs. Leukemia vs. Viral process additional information received 5/25/2023: catheter inserted 9cm above the antecubital fossa and 4.5cm left external to the patient.